Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge with insulin, the syringe needle became blocked. Customer changed the syringe needle to resolve the issue. There was no reported impact to customer's blood glucose.